Event description:
The customer contact reported that the device powered off by itself with inadequate response time following an alarm condition. The device was programmed to deliver an unspecified IV solution and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device was unplugged from ac power. At this time, the device alarmed and powered off. The delivery was continued via gravity flow until the device was plugged into ac power. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.